Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the reported part 03.010.522 combined hammer 500g lot 9798042 was returned to manufacturing site umkirch. The visual inspection results in confirmation of the complaint condition of broken welding between the two components hammer head and hammer shaft. The review of drawings and specification did not show any deviations or issues. Summary: the combined hammer 500g broken at the welding and the complaint condition can be confirmed. According to the dimensional inspection it is shown that the dimension ø 10mm h8 was out of tolerance. Data analysis and engineering tests were conducted to investigate former complaint (B)(4). The products have been tested and the smaller shaft (ø10mm h8) and resulting larger clearance with the hammer head 60071678 does not negatively impact the function of the hammer. This condition was realized within the investigation of a former complaint (B)(4) and documented in nr. According to the product development memo excludes manufacturing as a root cause. To address the condition of the hammer shaft 60077260 being out of tolerance, corrective and preventive action (CAPA) was opened on (B)(6) 2019. Within CAPA there was a process change initiated to change the manufacturing steps before and after hardening. CAPA was effective has already been closed on (B)(6) 2020. Therefore no further actions are needed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: product code: 03.010.522, lot number: 9798042, manufacturing site: umkirch, release to warehouse date: 03. Feb. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during trochanteric fixation nail advanced (tfna) surgery on (B)(6) 2021, the weld seam of hammer cracked. Procedure was completed successfully with backup device. No other medical intervention required. Patient outcome is reported as everything okay. No further information provided. During manufacturer's investigation of the returned device it was identified that the welding between the hammer head and hammer shaft is broken. This device condition was re-evaluated and determined reportable on (B)(6) 2021. This report is for one (1) spiral combination hammer 500 grams. This is report 1 of 1 for complaint (B)(4).